Event description:
Physician reported pt complaint of daily bleeding beginning on the day following her essure procedure (2008). The pt had no history of bleeding prior to the essure procedure; no medications were changed following the essure procedure. [In order to treat the bleeding], physician performed an endometrial ablation in 2009. Pt had not followed up with the physician's office, so it is unk whether pt's symptoms have resolved.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.